Manufacturer narrative:
The reported condition of failure code 703:00 was confirmed but not duplicated due to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 703:00. The reported condition occurred after delivery in the biomed service department. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.